Manufacturer narrative:
External insulation abrasion was noted at 16.0-16.2 cm from connector pin, consistent with friction to the device can. This is consistent with the observation from the field of noise.

Event description:
It was reported that during pacemaker check, frequent noise was noted on the lead. The lead was explanted and replaced. There were no adverse consequences to the patient.